Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. Date of event is unknown. Additional information will be provided if available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the issue is traced to component failure, which is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported scope communication error code e227 involving an olympus gastrointestinal videoscope. There was no patient injury reported.